Event description:
On (B)(6) 2011, pt reported having concerns with the down button on the infusion device. Pt stated, she noticed the issue a few days ago while attempting to program a bolus. Had pt test buttons. Pt reported, the down button did not respond. Pt stated, the bottom button does not pop back up. Advised pt on how to go into standard bolus using the menu button. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.